Event description:
A doctor alleged that after the placement of crowns with nx3 clear dual cure cement, a patient experienced the debonding of restorations.

Manufacturer narrative:
To date, the patient is doing fine. On (B)(4) 2013, a new crown was re-cemented for tooth #15 using a different product, without further incident. The product was not returned; therefore, an adhesive strength test of the retain sample was evaluated, yielding within specifications. A DHR review revealed that the product was released within specification and acceptable paraments. In addition, no similar complaints were received with regard to this lot.